Event description:
It was reported that the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. The physician elected to reposition the electrode. The repositioning did not resolve the low amplitudes. The physician decided that the patient intrinsic amplitudes were not particularly high to begin with and that the amplitude decrease was attributed to reduced cardiac function. Also, there was an infection. The physician elected to explant and replace the entire system. There were no additional adverse patient effects. The products were discarded by the hospital.